Manufacturer narrative:
Follow-up #1: date of submission 12/17/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evidence of a voltage drop leading to multiple battery alarms, short battery life and power on reset events observed in black box on (B)(4) 2015. Additional alarms also observed in black box. Pump case cracked in upper corner of display area. "Audio bolus button" cover detached/missing. No battery cap returned. All testing performed with a test battery cap. Moisture evident behind display lens. Pump powers with a test battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. Leak test shows leak at missing bolus button cover. Removed pump case. Evidence of moisture contamination observed throughout inside of pump on display flex cable and connector: failures due to internal moisture.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power battery life with moisture issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.